Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl and a leaking infusion set. Customer treated with the pump. Customer also indicated that the pump alarmed insulin flow blocked. Troubleshooting found that the pump wasn't allowing the customer to administer a correction bolus. It was also found that the issue was resolved by a complete set change. Customer was advised that the infusion sets would be replaced and agreed to return the product for analysis. No further assistance needed.